Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia and the customer alleged the insulin pump was under delivering because of crack on it. Customer had high blood glucose level of 27 mmol/l and treated it with insulin shot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.